Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department due to experiencing dizziness, shortness of breath, and palpitations. The patient¿s implantable cardioverter defibrillator (ICD) was interrogated and it was found that some atrial events were falling in the blanking period causing false termination of arrhythmia. The ICD remains in use. No further patient complications have been reported as a result of this event.